Manufacturer narrative:
Insulin pump received with button error alarms due to corroded keypad traces. No frozen screen noted. Moisture damage found on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, display anomaly, and keypad anomaly. The blood glucose at the time of the incident was 153 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.